Event description:
It was reported that the right ventricular (rv) lead had variable impedance and threshold as well as high short interval counts (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The partial lead was returned in segments. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was further reported that thresholds have been chronically high and the lead was explanted and replaced.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that lead programming was adjusted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned, but clinical data from the device was analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Rv pace lead impedance varied from a baseline of around 700 ohms to 1121 ohms since (B)(6) 2013 (lasting until (B)(6) 2014). Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Capture threshold was greater than 2.5 volts a few times between (B)(6) 2014 and (B)(6) 2015. Intermittent variance of the capture threshold was also noted. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sic count went up to 411 in 180 days and averaged around two sic per day. Episodes were not available to review in order to confirm oversensing. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.